Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 547 mg/dl. The customer was experiencing symptoms of nausea and shortness of breath. The customer was treated for high blood glucose with injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised the high blood glucose could be caused due to the cannula being crimped and bent. The customer was advised to contact health care provider if blood continue to rise. The customer declined to continue pump troubleshooting. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened escape keypad dome. The keypad connector was found close properly during our visual inspection. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.